Manufacturer narrative:
Data transference form duplicate case (2015-404680) on 26-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0474, awareness date 05-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert) on an unspecified date, after having her last child. Consumer was assured that it was minimal down time with no harmful side effects. After 2 years of pain, not being able to hold her children, high blood pressure that did not start until after insertion, a huge bloated belly that looked like she was 9 months pregnant and random shooting pains in abdomen, she finally got a hysterectomy and got her life back. Her blood pressure has been great and she did not need medication since surgery. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who experienced sharp pains in her lower stomach since essure (fallopian tube occlusion insert) placement. This event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, lower abdominal and pelvic pain may occur with essure therapy. In this particular case, the consumer reported lower stomach pain in addition to other non-serious events. According to her, these events started after essure insertion and many of them recovered with devices removal by hysterectomy. Considering this information, a causal relationship with the suspect device cannot be excluded. This case was regarded as incident, due to the required intervention (hysterectomy) for event's treatment. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Event description:
This spontaneous case report was received on (B)(6) 2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number (B)(4), received at FDA on (B)(6) 2013). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced sharp pains, bloating, dizziness, anxiety, heart palpitations, missed menstrual cycles, heavy menstrual cycles, severe cramps, depression, nausea, vomiting, headaches, sharp pains in her hips and her back, severe exhaustion, and severe weight gain, allergic reactions to nickel. FDA report type was "injury", reported outcome of events was "hospitalization" no information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2012, the consumer had essure (fallopian tube occlusion insert) implanted. On (B)(6) -2013, consumer reported since implantation in 2013, start date of events reported as (B)(6)-2013 (also reported implantation date (B)(6) -2012) she has had multiple side effects that she has never had before, including sharp pains, bloating, dizziness, anxiety, heart palpitations, missed menstrual cycles, heavy menstrual cycles, severe cramps, depression, nausea, vomiting, headaches, sharp pains in her hips and her back, severe exhaustion, and severe weight gain, allergic reactions to nickel. She told the doctor that she was allergic to nickel, and she was told that she would not have no effects from it, although she has symptoms now. After informing the doctor who performed the procedure. She was told that everything looks normal on her ultrasound yet she is still feeling all of this pain. The essure is said to have no known side effects, yet she has side effects. The only thing she sees can be done now was a hysterectomy, which is a surgery that she avoided in the first place by getting the essure placement. This is not acceptable. Essure need to be taken off the market. Follow-up received on (B)(6) -2015: information received from consumer via regulatory authority (case# (B)(4)). She stated that her symptoms started since essure placement on 2012 and consisted of high blood pressure, bloating, fatigue, eye twitches, muscle cramps, muscle spasms, back pain, sharp pains in lower stomach, pulling sensation in lower stomach, long periods, heavy periods, missing periods, weight gain/unable to lose weight, depression (because of weight gain and constantly being asked how far along she was or if she was having a boy or a girl) and painful intercourse. Consumer also reported that she couldn't do normal things with her children because of these symptoms, stress within her relationship because of these issues. In addition, she informed that, on 2015, she had a hysterectomy performed and stated that it has resolved many issues within days. The seriousness criterion "required intervention" was reported; however it was not specified for which event. Case upgraded to incident. The product technical complaint (ptc) investigation and final assessment were received on (B)(6) 2015. The bayer reference number for the ptc report is: (B)(4) final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who experienced sharp pains in her lower stomach since essure (fallopian tube occlusion insert) placement. This event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, lower abdominal and pelvic pain may occur with essure therapy. In this particular case, the consumer reported lower stomach pain in addition to other non-serious events. According to her, these events started after essure insertion and many of them recovered with devices removal by hysterectomy. Considering this information, a causal relationship with the suspect device cannot be excluded. This case was regarded as incident, due to the required intervention (hysterectomy) for event's treatment. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 02-oct-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued.